Manufacturer narrative:
Device received with no button response due to flattened act keypad dome. Unable to perform functional test due to keypad anomaly. Keypad connector found close properly during visual inspection. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device was unable to exit the preparing to prime loop. Customer's blood glucose was 105 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.